Event description:
Account requested repair and the tech found that the trendelenburg would not engage. No pt impact.

Manufacturer narrative:
Tech discovered that the trendelenburg knob is missing from the bed. Tech replaced the trendelenburg knob to resolve the issue.